Manufacturer narrative:
Corrected data: b3.

Manufacturer narrative:
Per the instructions for use IFU coronary flow obstruction is a potential adverse event associated with the tavr procedure the IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia in addition it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention eg percutaneous coronary intervention pci there are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure including significant underlying coronary artery disease and bulky calcification of the native leaflets and root displacement of calcium deposits with embolization of debris into one of the arteries or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia can result in this complication. The edwards thv manuals advise the operator on pre procedure assessment of the aortic valve root and coronary anatomy physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures in this case there was no allegation or indication a device malfunction contributed to this adverse event investigation results suggest patient factors calcium of tip left coronary cups contributed to the event the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings contraindications and the directions conditions for the successful use of the device complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review no corrective or preventative actions are required.

Event description:
As reported through the (B)(6) registry, remarkable stenosis of left main trunk (lmt) was observed on the following day of transfemoral transcatheter aortic valve implantation using 23 mm sapien 3 valve in the native aortic valve. Potential of coronary obstruction had been predicted since calcium of tip left coronary cups was in a position where the lca would be covered upon valve deployment. Final valve position was acceptable and not in extreme aortic/ventricular ratio. No procedural issue possibly related/contributed to coronary obstruction was observed. The patient recovered by immediate percutaneous coronary intervention (pci).